Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the procedure to revise the patient's scs lead (reference MFR MDR(s) # 1627487-2019-08914 and 1627487-2019-08915), the surgeon had to remove the ipg out of the abdomen. However, when the surgeon removed the ipg using a kocher instrument a hole was made in the battery by the kocher instrument. Consequently, the physician had to replace the ipg with a new one. No adverse patient consequences occurred.